Event description:
The company received information that suggested that the cuff leaked after 24 hours of patient use. The customer reported that the cuff was pre-tested prior to patient use. The customer reported that the patient was re-intubated and no patient harm or injury was reported. The customer will return the alleged defective sample for further investigation.